Event description:
The facility reported a fail code 57, which occurred during biomed testing, although baxter attempted to obtain information, details were not available regarding additional contact information, or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.